Event description:
It was reported that an ilet user experienced fluctuating glucose with a peak of 207 mg/dl followed by a nocturnal hypoglycemic event to 39 mg/dl while asleep, with the pump delivering correction doses during the preceding rise; the cause of the hypoglycemia was unclear. Symptoms included disorientation and confusion upon awakening, with no symptoms reported at the hyperglycemic peak. Outcomes included at-home recovery after oral carbohydrate treatment without medical intervention or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia recognition and treatment, setup of the connected app, and guidance to keep the phone bedside to hear alarms. Investigation of this case revealed that the user treated with fast-acting carbohydrates and glucose returned to range, and alarm audibility likely contributed due to the phone charging in another room. It was concluded that the event was consistent with hypoglycemia of unclear cause with contributing alarm audibility issues, and that the device functioned as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.